Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-180mg/dl fasting. Verified the strips expire 10/27/2017. Customer confirms the strips are stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user's test strip had poor storage or user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "hi". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-180mg/dl fasting. Verified the strips expire 10/27/2017. Customer confirms the strips are stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory: 1:hi mg/dl (B)(6) 2015 01:48:00 pm fasting:no; 2:546mg/dl (B)(6) 2015 10:20:00 pm fasting:no; 3:461mg/dl (B)(6) 2015 06:12:00 am fasting:no; 4:433mg/dl (B)(6) 2015 09:00:00 am fasting:no; 5:582mg/dl (b)(5) 2015 06:08:00 pm fasting:no; no adverse event reported.